Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal would not load properly. One of the scrub techs was loading the seal. The hospital informed the rep that it was due to user error. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to cardiac surgery for investigation. A lot history review was performed on this device and there are no non-conformities that could have contributed to the failure mode "fitting problems." A supplemental report will be submitted if additional information is obtained. (B)(4).